Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that a discordant, falsely depressed creatinine (ezcr) patient result was obtained on a dimension exl instrument. Siemens is investigating the event.

Event description:
A discordant falsely depressed enzymatic creatinine (ezcr) result was obtained on a patient sample on a dimension exl system. The discordant result was reported to the physician(s) who questioned the result. The same sample was reprocessed on the same dimension exl system on a later date and a higher result, considered correct, was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed ezcr result.

Event description:
A discordant falsely depressed creatinine (cre2) result was obtained on a patient sample on a dimension exl system. The discordant result was reported to the physician(s) who questioned the result. The same sample was reprocessed on the same dimension exl system on a later date and a higher result, considered correct, was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed cre2 result.

Manufacturer narrative:
MDR 2517506-2020-00146 was filed 07-may-2020. Changed assay name from enzymatic creatinine to creatinine. Changed assay mnemonic from ezcr to cre2. Correction in section g1,2. Changed manufacturing site address/phone from siemens healthcare diagnostics inc 500 gbc drive po box 6101 newark, de 19714-6101, USA fax: (B)(4). To siemens healthcare diagnostics inc.-brookfield registration number 1226181 101 silvermine road brookfield, CT 06804, USA. Additional information (11-may-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant depressed creatinine (cre2) result on a dimension exl system. Hsc has reviewed the information provided. Quality control (qc) was in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. Repeat of the same sample yielded expected results. No product problem was identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.